Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the patient that the bd insulin syringe, with detachable needle would not extract insulin from the vial when trying to use for injection. Another syringe was missing the needle. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7191707. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200704092] noted for insufficient adhesive. There were six (6) notifications [200704654, 200704144, 200704115, 200704653, 200704143, 200704803] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for plunger difficult to move and the 1st related complaint for needle missing on lot # 7191707. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.